Manufacturer narrative:
(B)(4); upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. A set screw mark was noted on the proximal connector. The high voltage contact was in the correct location. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observation.

Event description:
Boston scientific received information that the health care professional (hcp) contacted boston scientific's technical services on july 31, 2017. The hcp reported that this patient will be scheduled for a procedure to reposition the electrode and possible repositioning of the device. The hcp from the following physician's clinic was contacted on august 15, 2017 for additional information concerning this patient's device and electrode system. The patient's device history is significant for development of a spontaneous ventricular arrhythmia in (B)(6) 2017. The first delivered shock therapy failed to terminate the ventricular arrhythmia. However, the ventricular arrhythmia was successfully terminated following re-detection and delivery of a second shock. There were no reported patient adverse effects. The patient's medical history is significant for a farm accident requiring multiple limb amputations and other co-morbidities. The revision procedure is scheduled in late (B)(6) 2017. Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory in early(B)(6) 2017. The chronic electrode was explanted and replaced.